Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler and the patient adverse event of fluid volume overload and dyspnea with subsequent hospitalization for diagnoses of nstemi and pulmonary edema. The cause of the pulmonary edema and nstemi are not documented. There is no allegation of a machine malfunction or deficiency related to this event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient was hospitalized from (B)(6) 2018. Upon follow up, pdrn stated that the patient was hospitalized again for shortness of breath due to fluid overload on (B)(6) 2018. Pdrn stated that the patient¿s peritoneum is failing causing the reported issues.